Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "what looked like a bug bite and swelling," "concrete hard granulated tissue," and "possible infection or biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The extrusion force value shows an expected consistency of the product. Device labeling addresses the reported event(s) as follows: "warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with 1 syringe of juvéderm voluma® xc in the "brow area, above the upper lip and nasolabial folds" and 1 syringe of juvéderm® ultra plus xc in the "jawline and mentalis," the patient noticed adverse events about a month after injection. The juvéderm voluma® xc was diluted with 1 ml of saline and the juvéderm® ultra plus xc was diluted with 0.25ml of saline. At the time of injection, patient was also injected with botox® and was taking celebrex and ultram. Healthcare professional observed the patient and noted "what looked like a bug bite and swelling" on the left nasolabial fold where the nose meets the nasolabial fold. Symptoms did not improve, so patient was seen again 3 days later. Patient had "swelling by the bug bite, swelling by the corners of the mouth, and concrete hard granulated tissue up by the nose and the corners of the mouth." Healthcare professional did "tactile palpation of the area, prescribed an antibiotic, and gave the patient a steroid shot." Four days later, patient was treated with 1/2 ml of vitrase, which did not "soften the areas." Healthcare professional believes the symptoms may be a "possible infection or biofilm." This is the same event and the same patient reported under MDR ID #3005113652-2017-00487 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm voluma® xc.